Event description:
It was reported the gastrointestinal videoscope exhibited glue in the working channel. It is unknown when this event occurred. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed, there was white material in the brush passage. Based on the results of the investigation, a root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.